Manufacturer narrative:
Occupation: perioperative services business manager. PMA/510k # ¿ exempt. Device evaluated by mfg = other (81) - device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a ureteroscopy and laser lithotripsy procedure, an ncircle delta wire tipless stone extractor was bent preventing the basket from opening & closing. The issue with the device was discovered prior to patient contact. Another device of the same type was used to complete the procedure successfully. There were no adverse effects to the patient reported.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Summary of event: as reported, during a ureteroscopy and laser lithotripsy procedure, an ncircle delta wire tipless stone extractor was bent preventing the basket from opening & closing. The issue with the device was discovered prior to patient contact. Another device of the same type was used to complete the procedure successfully. There were no adverse effects to the patient reported. Investigation evaluation: reviews of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. A functional test along with visual inspection of the complaint device was also conducted. The complaint device was returned partially in the open packaging tray. The handle would actuate the basket assembly but would not completely withdraw the basket formation into the sheath. The basket sheath was bent approximately two millimeters from the yellow support sheath, preventing the basket assembly from moving freely within the sheath assembly. A document-based investigation evaluation was performed. No related non-conformances were found, and there have been no other reported complaints for this lot number. The product IFU provides the following information to the user: ¿precaution: do not use excessive force to manipulate this device. Damage to the device may occur¿. The information provided upon review of the dmr, DHR, IFU, and investigation of the returned device suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Based on the information provided and the results of the investigation, cook was unable to determine a definitive cause for this event. Excessive force may have been inadvertently applied to the device; however, no information was known regarding device handling. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.